Manufacturer narrative:
Batch review performed on 27 march 2019: lot 113179: (B)(4) items manufactured and released on 19-dec-2011. Expiration date: 2016-09-30. No anomalies found related to the problem. To date, all the items of this same lot have been already sold without any similar reported event. Visual inspection performed by r&d project manager: as stated by the surgeon, the loosening outcome is in line with the preliminary visual inspection of the implant. After almost 7 years in situ, no ha resorption on the proximal part, suggests fixation and load transfer on the distal part of the stem. Clinical evaluation performed by medical affairs director: hip revision surgery occurred 6 years and 5 months after primary total hip arthroplasty in a (B)(6) year old man. Radiographic images provided show radiolucent lines around the stem and signs of stress shielding suggesting implant mobilization. The picture of the retrieved stem shows the absence of hydroxyapatite coating in the distal part of the stem probably due to distal fixation. Aseptic loosening is a possible, literature described adverse event after cementless total hip arthroplasty and causes are often unknown. The reason of this event cannot be determined.

Event description:
Revision surgery performed due to stem loosening 6 years and 5 months after primary. After the revision, some coating was found attached to the stem. The histological analysis outcome was negative.